Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2016 with the following findings: the review of the black box data showed no evidence of loss of prime. During the actual testing, the rewind, load cartridge and prime steps were performed successfully with no alarm occurrences. The force sensor calibration check confirmed that the sensor is detecting correct force. In addition, the pump was exercised for 24 hours with no loss of prime occurrences. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).